Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 17 minutes: 446 mg/dl, 211 mg/dl, 174 mg/dl, 154 mg/dl, and 396 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.